Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint of ¿wires are loose". The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The instrument passed an electrical continuity test. Additional observation not reported was that the instrument was found have damage of the conductor wire¿s insulation. Damage was observed near the yaw pulley exit, exposing bare wire. Insulation material appeared to be missing, approximately .05" x .03" in size. The silicone potting around the conductor wire weld appeared to be lifted. Failure analysis also reported that the instrument was found have thermal damage of the monopolar yaw pulley. Black char marks were observed. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced. The clevis ear was removed and the conductor wire at the weld did not appear to be compromised. Additionally, advanced failure analysis reported that the conductor wire's insulation looks like it was pinched and got damaged. Therefore, energy could leak out of the damaged insulation portion and cause thermal damage. A review of the instrument log for the permanent cautery hook instrument (420183-12/n10180712739) associated with this event has been performed. Per the logs, the instrument was last used on 11/06/2018. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported because damage to the weld or conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's ninth usage and, therefore, had not expired. Date of implant is not applicable because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the permanent cautery hook instrument had loose wires. The procedure was completed with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.